Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two instances of bent cannulas. Blood glucose level at the time of the incidents was over 500 mg/dl. The customer was advised as to the proper sensor insertion and usage techniques. The insulin pump was not replaced or returned for analysis.